Event description:
It was reported that the patient experienced liver dysfunction, post angiojet procedure. An angiojet zelante catheter was selected for use in the occlusion of a stent. The run time was 350 seconds. After the procedure, the patient experienced general malaise and very disturbed liver functions. The patient stayed in the hospital for 22 days. However, 14 days from admission the patient was moved to pneumology for another pathology. The patient was able to recover.

Event description:
It was reported that the patient experienced liver dysfunction, post angiojet procedure. An angiojet zelante catheter was selected for use in the occlusion of a stent. The run time was 350 seconds. After the procedure, the patient experienced general malaise and very disturbed liver functions. The patient stayed in the hospital for 22 days. However, 14 days from admission the patient was moved to pneumology for another pathology. The patient was able to recover. It was further reported that the hepatic impairment refers to the increased serum liver set and bilirubin. This condition improved overtime spontaneously without additional intervention.